Event description:
A surgeon reported a pt experiencing headaches, impaired near vision, and shadows. The surgeon also reported the pt had noted a "web thing" in her vision. The surgeon reported that the pt was treated with a yag laser procedure and medications for dry eyes. Pt has also been given prescription glasses to help correct her near vision. In a f/u, the surgeon reported the pt's symptoms have not resolved.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested on 02/20/2009, 02/23/2009, 02/24/2009, and 03/12/2009 by phone, fax and mail. A completed questionaire was received on 02/25/2009.